Event description:
We implemented this product in (B)(6) 2013 since that time. We have had 222 repairs and have replaced (B)(4) units which could not be repaired. The trends with the greatest numbers are (B)(4) electronic issues, (B)(4) battery issues including five instances where the battery pack became warm enough to melt the unit's door. Staff also report that units cycle off.